Manufacturer narrative:
On february 21, 2024, mentor received additional information. The complaint device was identified as a 350cc mentor memorygel breast implant. Lot: 5601948; catalog: 3543501. A manufacturing record evaluation (mre) was performed for the provided lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: january 31, 2024 reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: pc-001480965

Event description:
It was reported that a patient underwent a primary reconstruction surgery with unspecified mentor gel breast implants. Post-operatively, the patient experienced bilateral capsular contracture of an unspecified baker grade and a rupture of her left prosthesis, which were identified using the patient¿s symptoms and confirmed via ultrasound. As a result, the patient is scheduled for removal surgery on (B)(6) 2024. This report is for the right implant. Refer to manufacturing report number 1645337-2023-14518 for the contralateral event.